Manufacturer narrative:
The date received by manufacturer has been used for this field. Initial reporter: address unavailable. Bd corporate address used. Investigation: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. The investigation concluded bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends investigation conclusion: no samples or photos were provided. An investigation cannot be completed. No notifications were written for this batch, nor for the associated assembly batch. DHR review: assembly batch 6090856 had 50 visual inspections performed on 2,650 parts with zero defects noted. Six leak tests were performed on 30 parts with zero failures recorded. Root cause description: unable to determine without samples.

Event description:
It was reported that two 27 g x 1/2 in. Bd precisionglide¿ needles leaked before use. No injury or medical intervention.